Event description:
It was reported ¿the brand-new curved blade was unpackaged, attached to the hospital-owned m4 handpiece, and used for ess (endoscopic sinus surgery). The blade worked normally on the first run, but it broke off when it was rotated on the second run. No debris was produced. The procedure was continued using another device, and completed with no delay or adverse effect.¿ follow-up with the reporter obtained additional information: the break was in the middle tube at the spiral wrap; it is unknown what speed was at when blade broke; the fragment detached from the shaft but did not remain in the body; patient information is unavailable; the lot number is unknown.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device was returned and evaluated by the quality engineering team. As received condition: received 1 sample(s), part number 1884016hr. There was evidence of biological contamination. Analysis results: equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings). Observations: the middle tube tip was broken off at the spiral wrap. There was insufficient information to isolate an individual cause; manufacturing and mishandling / misuse cannot be ruled out. Conclusion: complaint confirmed for the alleged malfunction [tip broke off].